Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. During a da vinci s prostatectomy procedure the surgeon felt a discomfort of the monopolar curved scissors instrument on 1-arm. The surgeon could not move the wrist of the instrument. Failure analysis was unable to replicate the reported issue. The instrument was expired but failure analysis was able to articulate each axis by hand without friction. The housing was removed and the cables were intact and no residue was found around the grooves of each clamping pulley. Additional observation that was not reported by the customer were micro-cracks found at the distal end of the tube. The micro-cracks run in the axial direction. These types of micro-cracks will not lead to mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these is confined to 2cm of the distal end of the instrument shaft. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci s prostatectomy procedure using the monopolar curved scissors (mcs) instrument the surgeon felt a discomfort of the instrument on 1-arm. The surgeon could not move the wrist of the instrument. The surgical staff tried to reseat the instrument and the sterile adapter, however, the problem persisted. The staff exchanged it into a backup instrument, and the planned procedure was completed without problem. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.